Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a "check vent: backup alarm failed" caution-level alarm annunciated during use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was replaced with another v60, but there was no reported delay in therapy. The issue was resolved by powering the device on and off. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse deemed the cause to be due to a failure in the central processing unit (cpu) board and therefore believed that the cpu board needed to be replaced.

Manufacturer narrative:
H10: the alarm was silenced by power cycling the device. The manufacturer's product support engineer (pse) evaluated the device and confirmed error code 1104 (backup alarm failed) in the diagnostic event log. The pse determined a central processing unit (cpu) board failure to be the cause. The cpu board was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. No visual anomalies were noted. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. The technician verified a single occurrence of backup alarm failed (ec 1104) in the device error logs. Neither the occurrence nor the associated error code e1104 could be duplicated at the pil during the boot up of the system pcba or stb operation using the system pcba. The cpu pcba passes all engineering testing, and all voltages required for the proper operation of the system are well within specification. Ls1 (secondary speaker) resistance has been measured showing a solid 398k ohms, verifying that ls1 is not shorted or open. The technician verified that ls1 functions with 10vdc applied to ls1. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The pil technician purposely generated an alarm condition by the temporary disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. The customer complaint has resulted in a no problem found.